Event description:
Additional information was received. It was reported that the patient was put on antibiotics to treat the infection and is doing well.

Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. On an unknown date, the patient expressed concern because after receiving the implant of the endurant stent grafts, swollen-ness was experienced at the site of implant which became infected. It is unknown if the patient was given medication for the infection. No clinical sequelae were reported and the patient is fine.